Manufacturer narrative:
Internal components were evaluated which revealed that the rotor was stuck inside the motor assembly.

Event description:
It was reported that during cleaning, bare wires of the device were exposed. There was no patient involvement and no adverse consequences alleged with this event.